Event description:
It was reported that the balloon would not inflate during the pre-test. No patient complications reported.

Manufacturer narrative:
We received one catheter with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon was found to be ruptured at the center area of latex around the circumference and the ruptured edges did not appear to match up, indicating a gap of missing latex . Several cracks were found throughout the surface the balloon, indicating latex deterioration. Deterioration is "a condition usually cased by age, excessive exposure to light, atmosphere, or ozone¿. All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter and syringe. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.